Event description:
Eight days after pci, thrombus was found in the treated lesions. Three days later, the pt went into cardiogenic shock and died. Pci was performed on this pt who presented for elective treatment of in the proximal lad and in the proximal left circumflex. The de novo lesion in the proximal lad was described as type c, ostial, bifurcated and calcified of 20mm in length in an unk vessel diameter. The de novo lesion in the proximal left circumflex was described as b2 and calcified of approximately 15mm in length in an unk vessel diameter. Intra-procedure medications included asa 200 mg/day, heparin 7000 units and ticlopidine hydrochloride 200 mg/day. The lesion in the proximal left circumflex was pre-dilated with a 2.5x20mm balloon at 8 atm before deploying one 2.5x18mm cypher stent was 16 atm. Ivus was conducted. Timi iii flows were recorded pre and post-procedure. Residual diameter stenosis measured 0%. Post-procedure medication. Five days later, the lesion in the proximal lad was pre-dilated with a 2.5x20mm balloon at 12 atm before deploying one 2.5x23mm cypher stent at 14 atm. Ivus was conducted. Timi iii flows were recorded pre and post-procedure. Residual diameter stenosis measured 0%. Three days later, while still hospitalized, the pt had an acute myocardial infarction while under dialysis. The pt was put on percutaneous cardio-pulmonary support system (pcps) and intra aortic balloon pump (iabp) and control angiography was conducted. Thrombus was observed in both of the implanted stents. Aspiration and poba were conducted to treat the thrombus. However, two days later, the pt lost consciousness and went into cardiogenic shock. The pt did not regain consciousness and passed away. The dr speculated that the cause of the thrombotic event was due to improper administration of anti-platelet therapy, the lesion was calcified and that the pt was on dialysis.